Event description:
It was reported that the device was not charging. No back up was available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed that the unit¿s diode would not change to red/ fast charge mode. A functional evaluation was performed and the unit¿s docking station was disassembled and the shrink wrap was removed from the inline fuse. A multi-meter was used to check the continuity of the fuse. The fuse was determined to be open/blown. The complaint was confirmed and the root cause has been determined to be a blown fuse within the charger docking station. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.